Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sion black. Guide catheter: hyperion jl4 6f. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot was performed and identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the left anterior descending coronary and circumflex arteries with mild tortuosity, heavy calcification. A 3.5 x 13 mm non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation. The lesion could not be dilated enough with the so a 3.5 x 15 mm nc traveler bdc was used for additional pre-dilatation. During the second inflation, the balloon ruptured at 18 atmospheres / 15 seconds. It was reported that resistance was met with the patient anatomy when advancing the device. The device was replaced with a 3.5 x 12mm non-abbott balloon catheter, which was inflated without issue. The procedure was successfully completed after two xience alpine stents were implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.